Event description:
It was reported that the iab was inserted in the cath lab using an introducer sheath. The right femoral artery was used. After three days of use, blood was seen in the helium tubing. Because of this, the iab was removed. A re-insertion was not required. There were no associated pt complications.